Event description:
It was reported that the tip of the receiver for a hearing aid broke while the hearing care professional was changing the wax guard. Nothing was stuck in the user's ear, and there was no harm following the incident. No further follow up is available.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: as serial numbers were not available it was not possible to complete DHR review. Clinical conclusion: it has been reported that the user had a receiver break at the color junction. It happened while the hcp was changing the wax guard, and therefore nothing was stuck inside the user's ear. There was no harm due to the incident, the receiver was replaced. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risk related to mechanical damage are generally known mitigated and communicated to the user. All resulting actions are contained within the CAPA which includes an assessment of risks and associated updates. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Manufacturer's investigation is final. This is a combined (initial and final) report.